Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a company representative that there was something was wrong with his implant and was having a horrible time. Patient had device about 6 months ago and it had failed miserably. Patient had had device turned off for a week or two. Patient has been doing just as well without it but now he seemed to have suddenly gone downhill. Patient further reported that the device has been off for 2 weeks due to hurting his arm on a fall and healthcare provider (hcp) wanted to do the x-ray. Patient turned therapy off for x-ray and decided to keep off because his voice was stronger. Patient was feeling good but now he was going downhill and would like to know if he should turn therapy off or keep it on. The indications for use for this patient were parkinson's dual and movement disorders

Event description:
Additional information received from a health care provider (hcp) reported the issue was resolved and there was no failure of the deep brain stimulation (dbs) system. The patient reported they did not think the fall was related to their therapy and no steps had been taken to resolve the arm pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.